Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up imaging procedure. The imaging showed that there was a suspected leak in a central location of the closure device. The possibility of incomplete endothelialization was discussed. The physician did not perform any intervention or treatment but is considering implanting a plug to seal the leak.